Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A healthcare professional reported that an implantable collamer lens (icl) unfolded incorrectly inside the eye and was removed. A replacement lens was implanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.